Event description:
Physicians were unable to remove pt's gastronomy tube by traction in 2000. Pt was brought to medical center's gi lab for surgical intervention to remove the gastronomy tube in 2000, via upper endoscopy.